Manufacturer narrative:
(B)(4). Visual examination of the complaint device found no issues noted to the device. Functional analysis found that the gauge needle would not move from 0 atm when attempting to pressurize to 10 atm for 30 seconds. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a balloon dilation procedure performed in the esophagus on (B)(6) 2016. According to the complainant, during the procedure, the gauge was not registering pressure. The physician was still able to complete the dilation and procedure at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.